Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation. Refer to attached vendor evaluation.

Event description:
A dual wave pump was reported to have critical failure. It turns on and functions for periods then turns off without warning.